Manufacturer narrative:
The complaint sample was not returned to (B)(4) for evaluation and the reported event cannot be confirmed by (B)(4). A process review was completed and no discrepancies were found. No further information was provided as the complaint sample was not returned to the distributor (B)(4) for evaluation. The distributor indicated the initial investigation could not be complete. No further investigation is required. Complaint information and investigation provided by (B)(4). Device not returned to manufacturer.

Event description:
It was reported during an unknown patient procedure that the r3 offset impactor lock mechanism broke. No adverse events were reported as a result of the malfunction.

Manufacturer narrative:
Greatbatch medical is not the legal manufacturer of the device involved in this incident.